Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3a; b5; b7; d2a; d2b; d4; e1; g1; g3; h1; h6. The reported event could not be confirmed due to lack of product/information. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - medical records were not provided. The device history record was not reviewed due to lack of part and lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported through a journal article that four patients in the bmi > 30 cohort developed tibial pain on an unknown date.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products. Unknown nexgen femoral lot#: unk. Unknown nexgen articular surface lot#: unk. G2: foreign country: iran. G2: literature citation: ayati firoozabadi m, mafi ah, afzal s, beheshti fard s, khaledian h, bozorgsavoji a, azadnajafabad s, mortazavi sm. Does body mass index (bmi) significantly influence aseptic loosening in primary total knee arthroplasty? Insights from a long-term retrospective cohort study. Bmc musculoskeletal disorders. 2024 nov 30;25(1):980. Doi: https://doi.org/10.1186/s12891-024-07913-0. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.